Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Authors: abdallah khashan, samer talib, mohamed hamouda, jonathan kovacs, asfandyar ibrar, gagandeep saini, zaka ul haq, bhavani ana ntharamakrishnan, mahmood alam journal name: american journal of case reports year: 2022 title of article: coronary artery stent dislodgement and loss in the bloodstream: a case report and management options literature reference: doi: 10.12659/ajcr.937598 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A case report was submitted titled coronary artery stent dislodgement and loss in the bloodstream: a case report and management options. The patient presented with left-sided chest pain, which was described as aching, radiating to the left shoulder, aggravated by changes in position, associated with nausea, vomiting, and lightheadedness, and not relieved by antacids. Following an EKG, code heart was called, and the patient underwent cardiac catheterization, which showed 100% occlusion of the left anterior descending artery (lad), and ejection fraction was 55%. A stent was placed, and the chest pain resolved. The patient was transferred to ICU for observation. Five hours later the patient experienced chest pain similar to the initial episode. The patient underwent urgent cardiac catheterization, which revealed a type a dissection in the middle lad distal to the initial stent placement. A medtronic resolute onyx coronary drug eluting stent was attempted to be used to treat the dissection, which is an overlapping proximal stent. It was reported that while attempting to cross the proximal stent, the resolute onyx stent came off the balloon and was not deployed in the coronary artery. There was difficulty in threading the stent over the balloon. However, the stent was hooked to the tip of the balloon and was brought back into the guiding catheter. While pulling the stent and the guiding catheter together, the stent slipped from the balloon tip and the guide wire prolapsed into the descending thoracic aorta. Subsequently, the distorted stent was lost into the blood stream. The patient was transferred back to ICU. No chest pain, shortness of breath, palpitations, or other symptoms were experienced by the patient during the following 2 days. Peripheral pulses were intact, capillary refill was less than 2s, and there were no signs of ischemia. A CT of the chest, abdomen, and pelvis was done to localize the stent embolization site. However, the stent did not show up in the CT scan. The patient was discharged home on aspirin, brilinta, metoprolol, statin, and lisinopril. The stent dislodgement in this case did not result in any complications. At the 1-week outpatient follow-up, the patient was asymptomatic.